Event description:
It was reported that (1) ems was used during an unknown procedure. It was reported by the affiliate that the staples would not close. Opened another device to complete the case. No adverse pt outcome.